Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer with follow up phone calls for knowing customer's condition. Customer condition improved, customer is no longer experiencing shakiness, customer ate meal to raise the glucose level. Customer did not seek medical attention.

Event description:
Customer complains of high results. Customer is feeling shaky, a symptom of low sugar but meter give high results, customer considers the results does not reflect how she is feeling. Customer confirms that does not require any medical attention. The customer's expected blood result is 85mg/dl-120mg/dl fasting. Verified the strips expire 10/26/2018. Customer confirms the strips have been properly stored and have been opened for a month. Customer performed a back to back blood test and obtained 185mg/dl and 208mg/dl fasting. Reviewed meter memory: (B)(6). Customer is concerned with the results obtained today 225mg/dl at 4:11pm and 215mg/dl at 4:09pm. Customer states ran the blood test and the meter gave results in the 200s, customer disagrees because feels well to have this result. Customer is unable to see the time and dates correctly in the meter memory.